Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The motor position encoder error alarm could not be verified due to erased history file. The device passed the displacement, rewind, basic occlusion and prime tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was 97 mg/dl. The customer stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The alarm history showed a motor position encoder error alarm. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.